Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's sensor reading differed significantly from her blood glucose. The customer stated that insulin pump performed a threshold suspend with a sensor reading of 43 mg/dl when her blood glucose was in the 120 mg/dl to 129 mg/dl range. It was further stated that the customer received calibration errors and a prompt to change her sensor. She was advised to remove and change out the sensor, at which point blood on the sensor was noted. Nothing further was reported.